Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon completion of the investigation, this component was determined to be not reportable as it was identified that the device did not cause or contribute to the reported event and no problem was found.

Event description:
Upon completion of the investigation, this component was determined to be not reportable as it was identified that the device did not cause or contribute to the reported event and no problem was found.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona fixed bearing ultracongruent articular surface right 10mm, catalog #: 42521200510, lot #: 64442829. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the articular surface could not be seated in the tibial tray. Another articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction. Attempts have been made, and no further information has been provided.